Event description:
(B)(4) . Severe inner thigh pain, facial and amp; body twitching-shivers, severe vomiting, weight lose, extremely low b12, vitamin d levels, menorrhagia, back/neck pain, etc, etc, etc!!!